Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 6 devices were received. 31 devices were evaluated in the field. Event confirmation status: 37 reported events were confirmed. Evaluation results: 37 devices were found to be affected by missing paint chips. 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes 37 malfunction events in which the device had paint chips missing. 36 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.